Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping"), dysmenorrhoea ("severe, abnormal menstrual pain"), back pain ("severe back pain"), rash pruritic ("rashes and itching"), headache ("headaches"), weight fluctuation ("weight changes"), fatigue ("fatigue") and anxiety ("worsening of anxiety"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, her cervix, uterus, and both fallopian tubes removed). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, rash pruritic, headache, weight fluctuation, fatigue and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, rash pruritic and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: confirmed full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, uterine cervical squamous metaplasia, ovarian cyst and pelvic adhesions. On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping"), dysmenorrhoea ("severe, abnormal menstrual pain"), back pain ("severe back pain"), rash pruritic ("rashes and itching"), headache ("headaches"), weight fluctuation ("weight changes"), fatigue ("fatigue") and anxiety ("worsening of anxiety"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and pelvic pain ("pelvic pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, her cervix, uterus, and both fallopian tubes removed). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, rash pruritic, headache, weight fluctuation, fatigue, anxiety and female sexual dysfunction outcome was unknown and the depression, vaginal haemorrhage, menorrhagia, dyspareunia and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, pelvic pain, rash pruritic, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Insertion details: an essure was inserted into the tubal orifice on the left side with 2 coils protruding into the cavity. The right orifice was visualized again, and the same procedure was performed on the tight side again with 2 coils protruding into the cavity. During surgery-on the right side ¿igasure used to transect through the fallopian tube and when that came off. The patient¿s essure coil did not cut so that was visible that was cut with scissors and sent down with the specimen bladder flap was created by sharply dissecting the vesicouterine peritoneum. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: confirmed full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on(B)(6)2018: pfs+mr received: new events: vaginal haemorrhage, female sexual dysfunction, menorrhagia, dyspareunia, depression, pelvic pain were added. Reporter, patient demographic information, other relevant history,concomitant medication, product start date updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroid, uterine cervical squamous metaplasia, ovarian cyst and pelvic adhesions. Concomitant products included medroxyprogesterone (depo provera). In october 2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe cramping"), dysmenorrhoea ("severe, abnormal menstrual pain"), back pain ("severe back pain"), rash pruritic ("rashes and itching"), headache ("headaches"), weight fluctuation ("weight changes"), fatigue ("fatigue") and anxiety ("worsening of anxiety"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), dyspareunia ("dyspareunia (painful sexual intercourse),") and pelvic pain ("pelvic pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy, her cervix, uterus, and both fallopian tubes removed). Essure was removed on 30-jun-2015. At the time of the report, the abdominal pain lower, dysmenorrhoea, rash pruritic, headache, weight fluctuation, fatigue, anxiety and female sexual dysfunction outcome was unknown and the genital haemorrhage, abdominal pain, back pain, depression, vaginal haemorrhage, menorrhagia, dyspareunia and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, pelvic pain, rash pruritic, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Insertion details: an essure was inserted into the tubal orifice on the left side with 2 coils protruding into the cavity. The right orifice was visualized again, and the same procedure was performed on the tight side again with 2 coils protruding into the cavity. During surgery-on the right side ¿igasure used to transect through the fallopian tube and when that came off. The patient¿s essure coil did not cut so that was visible that was cut with scissors and sent down with the specimen bladder flap was created by sharply dissecting the vesicouterine peritoneum. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet received. Outcome of events back pain, heavy bleeding and cramping was changed from unknown to recovered. Concomitant drug was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.